Event description:
It was reported the pt is experiencing discomfort and pain around the incision site. The pt also stated the area is still very swollen. The pt was advised to f/u with her physician for eval.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.